Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the device break was provided. It is unknown what part of the electrode broke. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email that name of the procedure: the surgical repair to the anterior cruciate ligament. The exact date of the procedure unknown and we pointed as (B)(6). In (B)(6) 2016, the surgeon operated on a patient about plastics pks, in the course of the operation used electoral coolpulse90 control on the handle (sku 228147) after surgery, the patient was discharged after some time in the control MRI of the patient revealed a foreign body in the soft tissues the patient was offered surgery by clinic for removal of the foreign body, the patient refused. Patient failed a lawsuit, demanding compensation from clinic.